Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had sensor error and during troubleshooting mentioned of a separate event where they experienced low blood glucose levels of 39mg/dl. The customer stated that they had a series of high blood glucose levels and corrected for them and ended up with the low blood glucose. The customer declined to troubleshoot for the low blood glucose. The product will not be returned for analysis.